Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a zipfix application instrument was missing two screws. The missing screws were discovered preoperatively. There was no patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was performed for the subject device. The second generation instrument received is showing marks and scratches on its moving parts which indicate a long time use. One (1) screw is missing, as per the complaint description, no other damages are identified. The function of the returned instrument (lot number: 8130898) could not be assessed since one side the housing is missing the screw which holds the cutting feature of the instrument is missing. There was no design related issues identified on the returned instrument, which would explain the missing screw. The root cause of the missing screw cannot be determined by product development because the screw was not returned with the instrument. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.